Manufacturer narrative:
The 9393008int is not approved for use in the us, however, a like device, 9393008, 510k# k094025, is approved for use. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unspecified procedure, the cage broke. The products came in contact with the patient. Patient complications were reported unknown. It could not be removed completely out of the patient after it was broken.